Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude event report voluntarily submitted by patient and received from FDA indicates that patient has had increased pain since total hip replacement surgery with walking and weight bearing, is unable to go up and down stairs, turning in bed hurts. The pain is in the left groin and goes into her left thigh and the lateral part of her left leg. Her leg is weak and even with three rounds of pt, she still has no strength and has severe pain. The pain in groin is worst when lifting left leg 45, 60, and 90 degrees. It feels like a click/catch and the pain is worst at those points. Update (B)(6) 2011 - litigation papers received.